Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 08/06/2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed evidence of installation of partially discharged batteries. There was no evidence of moisture or damage to the pump¿s battery compartment or the battery cap; the battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s current draws were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.